Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The company representative reported via phone call that the insulin pump alarmed motor error three times. The customer was hospitalized for diabetic ketoacidosis with blood glucose reading of 33.3 mmol/l. It was also stated that there might be a possible occlusion with the infusion set. The customer is currently in the hospital and does not have a spare infusion set. The insulin pump may have been exposed to magnetic fields. The customer will receive a loaner insulin pump.